Event description:
It was reported to medtronic minimed that the customer alleged on micro turns off and reactivates with error 15 and 23, makes cannula fills to make association transmitter and micro but as soon as found the serial the micro is turned off and again with error 4 and 53, tried again to make association it went off with error 53 alarm. The customer reported no adverse event. The event involved product(s) mmt- 1886. Troubleshooting was performed, and the customer reported being unable to pair transmitter with pump. Pump and transmitter would not pair after troubleshooting. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. Mmt- 1886 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement and self-test. No unexpected pump error 15, 23, 53 and 4 alarms noted during testing. Unit was successfully downloaded using thump software. On adapt, no relevant alarms were noted. However on adapt, confirmed (4) alarm on 04/26/2025 17:20:07.000 hour for alarms that may have occurred in the past and line number 147 file number 2017,(15) alarm on 04/26/2025 16:52:09.000 hour for alarms that may have occurred in the past and line number 442 file number 38 (23) alarm on 04/26/2025 19:47:11.000hour for alarms that may have occurred in the past and line number 442 file number 38 (53) alarm on 04/26/2025 16:52:09.000 hour for alarms that may have occurred in the past and line number 442 file number 38 or during a complaint call that might have triggered the reason complaint. Unit was downloaded successfully using (thump software). Unit was programmed with test guardian 3 link with test plug simulator, iphone ios 18.7.2 and accucheck meter transferring correct bg to pump . Unit communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No sensor, mobile or meter anomalies were noted. Pump wireless feature connection are working as design. However, moisture damage was found on the internal lithium backup battery connector on j6/pcba 1. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, j6/pcba 1. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. In conclusion, customer allegations for sensor, mobile or meter anomalies were not confirmed during testing. Unit communicated properly during testing. However, pump error 15, 23, 53 and 4 alarms found in history file were confirmed due to moisture damage on the j6/pcba 1 connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.